Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and the reported incident was duplicated and it was noted that the positive pressure did not rise which evidences a compressor failure. To resolve the issue, the fse replaced the scroll compressor and performed running test without re-occurring problem. Preventative maintenance was also completed on the abp and all functional and safety tests were passed within factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during sanitization after the cardiosave intra-aortic balloon pump (iabp) was used by the customer, suddenly an alarm occurred. The iabp was rebooted and "power up test fails #14" was displayed. There was no patient involvement and no adverse event was reported.